Event description:
It was reported that there was an over infusion of tpn that required insulin administration. A new-born patient with an initial diagnosis of prematurity and neonatal encephalopathy was undergoing hypothermia therapy. The patient was to receive an infusion of tpn (250ml bag). The tpn was a routine infusion intended to infuse at a rate of 7 ml/hour. The patient was also receiving continuous epinephrine at 0.2ml/hour and arterial nacl 0.45% with heparin and papaverine at 1.5ml/hour. The initial glucose measurement was 146 mg/dl. Morning laboratory tests showed a whole blood glucose level of 447 mg/dl at 04:37 am. A repeat glucose check was performed and continued to trend high. An arterial stick was subsequently performed, revealing a glucose level of 656 mg/dl. Insulin gtt was initiated in response to the elevated glucose readings. Due to the rising glucose levels, the customer alleges they believe the tpn was over infusing. The patient recovered from hyperglycemia. Received a copy of the customer's medwatch report from FDA which states, "2 patients undergoing therapeutic hypothermia for hie [hypoxic-ischemic encephalopathy]. Glucose spiked from normal range to critically high with no change in pump settings. Patient¿s required insulin and blood sugar eventually returned to normal range."

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of an over-infusion of tpn was confirmed through log analysis and attributed to a user programming error. Review of the suspect pcu event log confirmed that the infusion on the date of the event was programmed at a rate of 9 ml/hr, rather than the 7 ml/hr reported by the facility. Log analysis further confirmed that the infusion delivered a total recorded volume of 55.778 ml over an approximate duration of 6 hours and 11 minutes, resulting in an over infusion of approximately 12.3 ml. External and internal inspection of the suspect devices could not be performed because the devices were not returned for investigation laboratory testing of the suspect devices and administration set could not be performed because the devices were not returned for investigation the suspect pcu and pump module event and error logs were provided by the facility to review programming and event details related to the alleged incident. However, the data set was not provided; therefore, the fluid libraries, guardrails drugs library, and device configurations can't be verified. The facility reported that a tpn (total parenteral nutrition) infusion was programmed on (B)(6) 2026 at a rate of 7 ml/hr with a vtbi of 250 ml. However, pcu event log review identified a discrepancy in programming. The logs indicate that the infusion was programmed via guardrails IV fluids, with drug ID 8 (suspected tpn) selected, and was initiated on (B)(6) 2026 at 11:14 pm at a rate of 9 ml/hr with a vtbi of 250 ml, which differs from the facility reported rate. Event log data further show that shortly after initiation, the pump module generated two patient side occlusion alarms at 11:15 pm and 11:16 pm, both of which were resolved. Following these alarms, the infusion continued without further alarms or malfunctions. At 5:27 am on (B)(6) 2026, the clinician adjusted the infusion rate to 7 ml/hr. At that time, the recorded vtbi was 194.228 ml and the primary volume infused (pvi) recorded was 55.778 ml. The infusion had been administrating tpn at a rate of 9 ml/hr for approximately a total duration of 6 hours and 11 minutes. At 6:54 am, the clinician channeled off the suspect pump module. Based on event log data, the infusion at the adjusted rate of 7 ml/hr infused for approximately 1 hour and 27 minutes, with a total pvi of 65.901 ml recorded. Review of the concomitant pcu error log identified no errors or malfunctions related to the facility's complaint it is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of a pcu event log. This is not a function of the event log; it only can reflect the programmed information it receives either manually or remotely with respect to volume to be delivered. Proper operation of the bd alaris system requires familiarity with its features, setup, programming, IV sets, and accessories. Before use, read all instructions, including those for any attached modules. The bd alaris pcu is the core of the bd alaris system, providing a common user interface for programming infusions. However, the bd alaris system user manual emphasizes verifying infusion parameters before selecting the start key. The devices were reported in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported tpn (total parenteral nutrition) over infusion was identified through log analysis and is attributed to user programming error. Review of the suspect pcu event log confirmed the infusion was programmed at 9 ml/hr, rather than the reported 7 ml/hr. The infusion delivered a total recorded volume of 55.778 ml over an approximate duration of 6 hours and 11 minutes, resulting in an over infusion of approximately 12.3 ml. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.